Manufacturer narrative:
Customer evaluated the unit.

Event description:
It was reported that the green gas cylinder was leaking.

Manufacturer narrative:
It was reported in error that the green gas cylinder was leaking which would affect the stability of the cot. Upon completion of the investigation it was actually the fowler cylinder that was leaking and drifting. A non functioning fowler is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported in error that the green gas cylinder was leaking which would affect the stability of the cot. Upon completion of the investigation it was actually the fowler cylinder that was leaking and drifting. A non functioning fowler is not likely to cause or contribute to serious injury or death if it was to reoccur.